Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm device was attempted to be implanted; however, the device position was suboptimal and was repositioned using full and partial recaptures. An effusion sweep was performed after each recapture of the device. A pigtail catheter was reinserted to get the proper placement of a new 27mm device. The first 27mm device was removed and an effusion sweep was performed. During prep of the second 27mm device the device became contaminated and was disposed. A 24mm device was then inserted and deployed one time and release criteria was met. There was no pericardial effusion post deployment and the patient was discharged. On (B)(6) 2021, the patient presented to the emergency room with chest pain and it was noted she had a pericardial effusion. A computed tomography (CT) scan was ordered but no further intervention was required and the patient was discharged to home.